Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc button response due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer had button error on the insulin pump. The customer blood glucose was 160 mg/dl. The customer reported that they had problem with high arrow button. The customer was advised to discontinue use of the pump and to revert to back up plan per healthcare professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date.. The correct date is (B)(6) 2019.